Event description:
The patient was initially implanted with a bifurcated stent graft and an infrarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately five (5) years post initial procedure, (exact date is unknown), a type 3a endoleak was reported. An intervention procedure was completed. The physician elected to reline the original implanted devices with a vela suprarenal stent graft extension and vela infrarenal stent graft extension to treat this event. The patients status was not provide but there have been no additional patient sequelae reported. Correction: the patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft and an afx vela infrarenal. Approximately, five (5) years post initial procedure, it was reported that the implanted devices were relined to treat a type iiia endoleak. Reline device information and patient status were not provided. Subsequent to the initial report, clinical assessment refuted the type iiia endoleak; rather, there was a type iiib endoleak of the of the afx bifurcated stent graft with stent fracture. It should be noted that a secondary procedure was performed for events involving the afx vela infrarenal (ln 1178444012). The intervention was reported under MFR# 2031527-2020-00169.

Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported type iiia endoleak was refuted, rather there was a type iiib endoleak of the of the afx bifurcated stent graft with stent fracture. These events are most likely device related due to the use of strata material. The stent fracture was related to the type iiib endoleak. Procedure related harms for this event could not be determined. The final patient status not reported. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted; therefore, no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: b1: adverse event or product problem - updated b5: describe event or problem ¿ updated d11: concomitant medical products and therapy dates - updated e1: name and address - updated g1,2: contact office- name has been updated h6: device code - removed 3190 h6: result code ¿ removed 3221 h6: conclusion code ¿ removed 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft and an infrarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately five (5) years post initial procedure, (exact date is unknown), a type 3a endoleak was reported. An intervention procedure was completed. The physician elected to reline the original implanted devices with a vela suprarenal stent graft extension and vela infrarenal stent graft extension to treat this event. The patients status was not provide but there have been no additional patient sequelae reported.